Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, there was an unexpected refractive error and poor outcome. The iol was exchanged in a secondary procedure. Additional information was requested.